Manufacturer narrative:
Three units were returned for analysis. Visual and functional tests were performed, and the complaint of leaking was not confirmed. During the execution of the functional test there was no alarm from the pump and the failure mode reported was not confirmed. A device history record (DHR) review was conducted. No complaints were documented for lot number. Lot history review found no relevant non-conformance reports. No non-conformities were reported during production.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the administration set has a leak. The leak is at the attachment of the air filter, and it leaks slowly through a very small hole. Incident occurred during use on patient by healthcare provider.